Manufacturer narrative:
Results: one unit was received for evaluation. Visual inspection of the returned unit confirmed the presence of a brownish-green substance on the plunger rod of the syringe. Our quality engineer concludes that the foreign is most likely grease. Conclusion: bd was able to confirm the customer's indicated failure mode based on the provided sample. (B)(4).

Event description:
When unpacking a new box of 30ml bd syringes with bd luer-lok¿ tips, the customer found one containing an unknown brownish-green substance inside the sealed package.